Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor was extrinsically distorted from over-rotation at I mplant/explant. The distal conductor of the lead was obstructed due to a stylet tuck in the lumen. The stylet was kinked/buckled. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the guidewire was stuck inside the unspecified lead. The lead was attempted not used removed and replaced. It was further reported that the lead was returned to the manufacturer, analyzed and tested out-of-specification. No patient complications have been reported as a result of this event.